Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. There was no evidence to review in the device's event history log. An occlusion test was performed and the reported issue was duplicated. The cause of the reported issue was due to u29 optical sensor failure on the main pcb. As a result, the main pcb was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the pump exhibited a motor rate error. It is unknown if there was patient involvement, no adverse patient effects were reported.